Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 96 to 107 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as nausea, lethargy, and confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and as the customer declined. The customer had another low event on a different day. The insulin pump will not be returned for analysis.